Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the perfusionist stated they received a patient transfer with a 50cc competitor's balloon. The 50cc connector they were using was reading 40cc. The clinical support specialist (css) asked the perfusionist to disconnect and reconnect without resolution. The perfusionist also tried to manually increase the volume without success. The css asked the perfusionist to open another connector and connect; it still read 40cc. The intra-aortic balloon pump (iabp) was then exchanged and the connector read properly. The patient was stable at end of call. The iap-0500 , s/n (B)(4) will be sent to biomed.

Manufacturer narrative:
(B)(4). Additional information: it was reported per field service report received 26jan2016: symptom - balloon volume showed incorrectly on display; 40cc should be 50cc. The patient was transferred from another hospital using a competitor's catheter. The catheter was discarded so could not be tested. Findings/action taken: customer had competitor's 50cc; orange display 40cc. The field service representative (fsr) tested all arrow connectors (30, 40, and 50cc) and found all displayed correctly. The competitor's other pumps were tried with the same problem. Fsr tried replacing the front end board (feb) and female balloon connector, but this did not fix the competitor's connector issue. The original feb and female balloon connector were re-installed. Performed functional checklist with water column simulator iabp performed to specification. Software level: 2.24. Other remarks: device evaluation: no parts or recorder strips were returned to the (B)(4) facility for evaluation. A device history record review was conducted for the iabp serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of the pump's balloon volume incorrectly displayed 40cc from a competitor's 50cc iab is confirmed based on the information provided to the clinical support specialist. The pump was checked by the fsr and there was no problem found with the pump. The issue appeared to be with the competitor's 50cc iab connector. The 50cc iab connector incorrectly displayed 40cc instead of 50cc when it was connected to the arrow pump. The pump functioned as designed.

Event description:
It was reported that the perfusionist stated they received a patient transfer with a 50cc competitor's balloon. The 50cc connector they were using was reading 40cc. The clinical support specialist (css) asked the perfusionist to disconnect and reconnect without resolution. The perfusionist also tried to manually increase the volume without success. The css asked the perfusionist to open another connector and connect; it still read 40cc. The intra-aortic balloon pump (iabp) was then exchanged and the connector read properly. The patient was stable at end of call. The iap-0500 , s/n (B)(4) will be sent to biomed.